Event description:
It was reported that the liner was exchanged due to infection.

Manufacturer narrative:
The following other hip devices were also listed in this report: triathlon cr fem comp #3 r-cem: cat# 5510f302, lot# ebr3p. Triathlon prim tib baseplate - cemented: cat# 5520-b-400, lot# hjgwd. Triathlon symmetric x3 patella: cat# 5550-g-278, lot# w3nk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a triathlon x3 insert was reported. The event was not confirmed. Device history review: there have been no reported discrepancies for the referenced lot or sterile lot. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined based on the limited information provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that the liner was exchanged due to infection.